Event description:
It was reported that during central processing, the permanent cautery hook instrument tip was bent. There was no report of patient involvement or patient injury.

Manufacturer narrative:
The permanent cautery hook instrument has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have a broken proximal clevis at the top of the clevis. The broken piece was not returned, measuring roughly 0.22 mm x 0.15mm. Additionally, the instrument was found to have a broken distal clevis at the base of the clevis. The broken piece was not returned, measuring roughly 0.32mm x 0.20mm in size. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis show damage, which may indicate potential mishandling/misuse. The conductor cap was missing, and the conductor wire was dislodged. The instrument was found to have a broken monopolar yaw pulley, a dislodged conductor wire at the distal end, and a completely broken and missing conductor cap. The missing piece was not returned and measures approximately in size 0.19mm x 0.25mm. The conductor cable was loose and hanging. This was a result of a completely broken and missing conductor cap and distal clevis. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage, or removal can cause damage.